Manufacturer narrative:
Updated fields; b4, d1,d4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; e1. A getinge field service engineer (fse) stated after evaluating the unit was checked for leaks in the helium cylinders and found no abnormalities. The fse performed a drive operations test and the results were good.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an internal hospital inspection, the cardiosave intra-aortic balloon pump (iabp) units helium cylinder leaks quickly. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).